Manufacturer narrative:
The device was returned to olympus for inspection and the customer's initial report was confirmed, in addition to the finding of foreign material inside the jet tube. A root cause could not be identified for the foreign material. Based on the results of the investigation, the most likely cause could also not be established. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovidoescope exhibited foreign objects clogging the jet tube. There was no patient involvement.